Manufacturer narrative:
D2b: prosthesis, knee, patello femorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results - the cause of the patient¿s left knee infection and subsequent revision of the poly insert cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the systemic infection the patient experienced and the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information is available.

Event description:
It was reported via legal documentation that a patient had an initial total left arthroplasty on (B)(6) 2013 and then approximately 9 years, 1 month, later on (B)(6) 2023 experienced a surgical procedure to exchange the polyethylene insert and debride the joint. Revision operative report of (B)(6) 2023- post-operative diagnosis: prosthetic joint infection; procedure: irrigation and debridement with retention of left knee implants. Findings: the 74 year old male had left knee replacement in 2013. The knee function well until (B)(6) 2022. He came down with symptoms of a systemic illness. He had muscle aches, felt fatigued and weal, initially, the pain was in his shoulders and upper back, some pain in the lower back and then the pain centered in his left knee. The knee became acutely painful. There was erythema, obvious swelling and limited range of motion. He was unable to bear weight. Aspiration of the knee showed purulent fluid with 19,000 white blood cells with 90% polys, and that fluid subsequently grew out gram-positive cocci in groups. He had previously had an infection with osteomyelitis in his right great toe that required prolonged treatment with antibiotics that he completed before the systemic illness began. The organism from that osteomyelitis infection was a staph aureus. At surgery, purulent fluid was found throughout the knee. There was a purulent hypertrophic synovium. The components were all well-fixed. There was minimal to no wear of the tibial insert. There were no surgical complications, the patient was taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.